Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days following an esophagogastric anastomoses, the patient developed an anastomotic leak. The patient had revision surgery to repair the leakage site. This resulted to extended surgical time of more than 30 minutes and extended hospital stay due to non-healing of esophageal anastomoses.